Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The customer's report of leaking from the male luer could not be confirmed due to the product was discarded and not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
Customer reported patient had sodium acetate and heparin infusing via uac line. Rn noted leaking from the male luer on the IV set. Uac line patency was maintained. No patient harm reported. Customer states no further patient or event information is available.